Event description:
It was reported a lead integrity alert (lia) was triggered and a fracture was suspected. The right ventricular (rv) lead fracture was confirmed when the lead was explanted and replaced. No patient complications have been reported as a result of this event.